Manufacturer narrative:
(B)(4)

Event description:
Procedure type: hernia. According to the reporter: after 24 pumps, the balloon popped. No more details available from the caller. They replaced. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).